Event description:
The customer reported being in the hospital for high blood glucose of 469 mg/dl. The customer stated that he was fighting a cold at the time of the admittance. The customer also stated that he had an infection and was dehydrated. The customer stated that he waits at least a week to change the infusion set and reservoir. Advised customer to change the infusion set and reservoir every two to three days. The customer stated that he fills the reservoir straight from his refrigerator. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.